Event description:
Pt was being fed using a pump. One liter of an enteral feeding solution was hung at 5:00pm, and the pump was set to deliver 50 ml/hr. Pt was observed at 10:00pm and no problems were seen. At 11:45pm, the pt was found with all formula gone and the pump alarm sounding. The pump showed 300 ml had been delivered when in fact the pt received the entire liter. Pt vomitted when turned and was monitored for signs and symptoms of aspiration. The safe-t-valve had snapped off and the pump set tubing was not wound around the pump rotor at the time of the event. There was no illness, injury or medical intervention resulting from the event. One pt involved.